Event description:
It was reported that during implant visual examination revealed blood in the inside lead connector on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. There were no patient consequences.